Event description:
It was reported that the pipeline could not be released from the capture coil during deployment. After several torques, the pushwire broke. Another wire was used to push against the tip of the pipeline and a solitaire was used to open the pipeline against the vessel wall. No patient injury reported.

Manufacturer narrative:
A proximal segment of the pushwire was returned with approximately 1.5cm of the distal segment missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).